Manufacturer narrative:
The customer reported complaint of the "thermogard xp ivtm system (sn(B)(4)) displayed a "coolant level low" alarm after power-on self-test" was confirmed during the event log review. Visual inspection of the thermogard console was performed, and no issues were observed. Unrelated to the reported complaint, the patient temperature cable was observed to be defective likely due to the defective component. The patient temperature cable was replaced to remedy the issue. Further investigation is pending. A follow-up report will be filed when the investigation has been completed.

Event description:
During ivtm therapy, the thermogard console (sn(B)(4)) displayed a "coolant low" message, although the coolant reservoir was full. The patient's status information was requested but the customer did not provide a response.